Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-nov-2022 . H6: investigation summary the customer returned one used 2426-0007 infusion tubing sample. The set was separated upon receipt and the customer's complaint of leakage was verified. The tubing was analyzed under microscope and there was a clear lack of solvent where the tubing had separated from the last smartsite. This is the root cause- lack of solvent applied to the tubing to smartsite junction during that point of production. A device history record review for model 2426-0007 lot number 22069166 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv was leaking. The following information was provided by the initial reporter: customer reports a nurse was infusing normal saline and magnesium and she noticed something was leaking. When the nurse looked that the distal y site, the one that is nearest to the patient, had become detached while she was holding it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv was leaking. The following information was provided by the initial reporter: customer reports a nurse was infusing normal saline and magnesium and she noticed something was leaking. When the nurse looked that the distal y site, the one that is nearest to the patient, had become detached while she was holding it.